Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was a high alarm 'cassette not attached properly' revealed in the event history log. Functional testing was unable to duplicate the reported problem. It was determined that the most probable cause was due to user error. The service history review had no indication that the complaint was related to a service of the device within the review period. No action was taken.

Event description:
It was reported that the device exhibited a 'cassette not attached properly, reattach cassette' alarm. The event happened during testing, there was no patient involvement.